Event description:
Philips received a complaint on the v60 ventilator, indicating that the unit had no display even when plugged into ac power. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. A good faith effort (gfe) response received on 02/02/2023 stated that the customer was still awaiting the delivery of a part on back order: power management printed circuit board assembly (pm pcba). It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00287. All information from the original report(s) has been transferred to this report.